Event description:
Zimmer biomet hip stem prosthesis, used for stem replacement, resulting in severe femur fracture. Surprisingly, we are like cars, which is bad enough, that they use and sell spare parts that cause fractures of the femur, the largest bone that sustains us in life, and that have been launched on the us and global markets without certification of their total validity for such an important function, which is to give health and not take it away. Nothing gives you back a healthy bone, with a stem that only serves to hold the element in place in a replacement after hip surgery to eliminate 3 cm of leg length discrepancy. Not only does it not eliminate it, but it breaks the femur in the already rectified component of the head or ball of the hip, which had to be replaced due to osteoarthritis. A femoral stem from zimmer biomet's cpt hip system that breaks the femur bones, it¿s incredible, and it¿s the reason for the closure of the company. A health destroyer instead of a health carrier. Thank you.